Event description:
On (B)(6) 2009, baxa was notified by the customer of two pts involved in incidents using the abacus v2.0 tpn calculating software for tpn production. (B)(6) pharmacy contacted baxa on (B)(6) 2009 to report that two neonatal tpn bags contained a higher-than-anticipated volume of the calcium gluconate 10% ingredient. Abacus order-entry software was used to calculate the volumes for the tpn solutions. It was reported to baxa that this pt had received a tpn bag containing a higher-than-anticipated volume of calcium gluconate ingredient. Infusion was terminated upon detecting the error. No additional medical intervention was needed. The pt has since been released from the hosp with no apparent long-term injury or illness resulting for this issue.

Event description:
On (B)(6) 2009, baxa was notified by the customer of two pts involved in incidents using the abacus v2.0 tpn calculating software for tpn production. (B)(6) pharmacy contacted baxa on (B)(6) 2009 to report that two neonatal tpn bags contained a higher-than-anticipated volume of the calcium gluconate 10% ingredient. Abacus order-entry software was used to calculate the volumes for the tpn solutions. It was reported to baxa that this pt had received a tpn bag containing a higher-than-anticipated volume of the calcium gluconate ingredient. Infusion was terminated after the pt showed symptoms of "twitching." A stat calcium test was performed and the level came back at 13.7. However, no additional medical intervention was needed. The pt has since been released from the hosp with no apparent long-term injury or illness resulting from this issue.

Manufacturer narrative:
The customer reported to baxa that they failed to read the baxa issued abacus safety alert regarding salts on ion-based templates. The safety alert is intended to remind users of potential serious types of errors when pharmacies accommodate the practice of allowing salt-based parenteral nutrition (pn) ingredients on an ion-based ordering template. It provides a recommendation for the best practice of safe compounding. The customer stated "I know it's my fault, because I don't like to read complicated documentation, so I went straight to the screen shot. Without reading further, I thought it wanted me to make everything the same." Thus, the customer changed the calcium gluconate 10% ingredient concentration value to match its attribute value. Upon detection of the error, the concentration was reverted back to the correct value. In order to investigate the issue, the additional following items were evaluated: abacus database review summary: the abacus database shows the software settings in place at the time of database retrieval. Results of eval: the abacus database revealed that this facility used a salt-based order template for the subject orders. On (B)(6) 2009, the user altered the calcium gluconate from 94 mg/ml to 9.3 mg/ml. The formulary was reverted back to the concentration, reflecting the calcium gluconate 10% salt on (B)(6) 2009. As a result, the two subject orders created on (B)(6) 2009 were processed with approximately 10 times more calcium gluconate 10% than intended. The abacus database showed that the software displayed a warning that the calcium phosphate solubility graph was blue for each subject order, indicating that the ca/po4 point had a value that does not permit interpretation, because it is either off the scale or does not have an intercept with the graphs that are shown on the screen. All templates and formulary items were examined for additional issues; none were found. All values for ingredients are confirmed correct and accurate. A conference call was conducted on (B)(6) 2009 with the facility dir of pharmacy, clinical coordinator and baxa associates to make certain the facility was familiar with the issue, including a timeline of when the changes were made, and how the issue was resolved. Based on an eval of the documentation associated with this event, it was concluded that the higher-than-anticipated volume of calcium gluconate 10% was the result of the user failing to read the baxa issued abacus safety alert letter and went straight to the screen shot instead. Thus, changing the calcium gluconate 10% salt concentration within the formulary after assuming the ingredient concentration value needed to match the attribute value. Investigation has confirmed that the abacus software performed as designed and delivered the amount of calcium gluconate 10% as ordered in the software. The intended users of the software are licenced professionals that are subject to state and local regulatory requirements. The abacus software is not intended to replace the professional judgement of a licensed pharmacist.

Manufacturer narrative:
The customer reported to baxa that they failed to read the baxa issued abacus safety alert regarding salts on ion-based templates. The safety alert is intended to remind users of potential serious types of errors when pharmacy's accommodate the practice of allowing salt-based parenteral nutrition (pn) ingredients on an ion-based ordering template. It provides a recommendation for the best practice of safe compounding. The customer stated "I know it's my fault, because I don't like to read complicated documentation so I went straight to the screen shot. Without reading further, I thought it wanted me to make everything the same." Thus, the customer changed the calcium gluconate 10% ingredient concentration value to match its attribute value. Upon detection of the error, the concentration was reverted back to the correct value. In order to investigate the issue, the additional following items were evaluated: abacus database review summary: the abacus database shows the software settings in place at the time of database retrieval. Results of eval: the abacus database revealed that this facility used a salt-based order template for the subject orders. At 04:51 on (B)(6) 2009, the user altered the calcium gluconate from 94 mg/ml to 9.3 mg/ml. The formulary was reverted back to the concentration reflecting the calcium gluconate 10% salt at 03:41 on (B)(6) 2009. As a result, the two subject orders created on (B)(6) 2009 were processed with approximately 10 times more calcium gluconate 10% than intended. The abacus database showed that the software displayed a warning that the calcium phosphate solubility graph was blue for each subject order indicating that the ca/po4 point had a value that does not permit interpretation, because it is either off the scale or does not have an intercept with the graphs that are shown on the screen. All templates and formulary items were examined for additional issues; none were found. All values for ingredients are confirmed correct and accurate. A conference call was conducted on (B)(6) 2009 with the facility dir of pharmacy, clinical coordinator and baxa associates to make certain the facility was familiar with the issue, including a timeline of when the changes were made, and how the issue was resolved. Based on an eval of the documentation associated with this event, it was concluded that the higher-than-anticipated volume of calcium gluconate 10% was the result of the user failing to read the baxa issued abacus safety alert letter and went straight to the screen shot instead. Thus, changing the calcium gluconate 10% salt concentration within the formulary after assuming the ingredient concentration value needed to match the attribute value. Investigation has confirmed that the abacus software performed as designed and delivered the amount of calcium gluconate 10% as ordered in the software. The intended users of the software are licenced professionals that are subject to state and local regulatory requirements. The abacus software is not intended to replace the professional judgement of a licensed pharmacist.